Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 309653, batch# 4121586. It was reported by customer that syringe plungers that were malformed. Verbatim: during IV compounding technicians/pharmacists at nyp/cornell noticed there were 2-3 bd 10 ml syringe plungers that were malformed. Nyp/cornell also reported similar defects with the 50ml syringe plunger.

Manufacturer narrative:
(B)(4) follow up: it was reported the syringe plungers were malformed. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a rolled stopper next to a packaging blister top web. No other defects or imperfections were observed. This defect could occur if the stopper transfer guide was out of position during assembly. A device history record review was completed for provided material number 309653, lot 4121586. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe rubber stopper assembly process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received: 1. What is the date of event? ¿ 7/15/2024. 2. Please share the material & lot number for the affected 10 ml syringe. ¿ MFR# 309653, MFR# 302995. Lot # 4121586. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. - syringe plungers that were malformed. Material# 309653, batch# 4121586. It was reported by customer that syringe plungers that were malformed. Verbatim: during IV compounding technicians/pharmacists at nyp/cornell noticed there were 2-3 bd 10 ml syringe plungers that were malformed. Nyp/cornell also reported similar defects with the 50ml syringe plunger.